Manufacturer narrative:
Additional information: device unique device identification (UDI) and manufacture date provided.

Manufacturer narrative:
Device UDI not provided as this product is no longer manufactured. Device manufacturing date is unavailable at this time. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure the navigation system was not communicating with the imaging systems. The site brought in a different navigation system which was able to communicate successfully to the imaging system. There was a reported delay to the procedure of 30 minutes as a result of this issue and no impact on the patient outcome.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.